Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted on (B)(6), 2011 as part of the (B)(4) trial. According to the complainant, the patient was diagnosed with chronic pancreatitis on (B)(6), 2004 and underwent a cholecystectomy (date not provided). On (B)(6), 2011, a baseline biliary symptoms assessment was performed and revealed no symptoms. On (B)(6), 2011, liver function tests were performed. On (B)(6), 2011, a pre-study stent placement cholangiogram revealed a distal biliary stricture. On (B)(6) 2011, the patient underwent biliary stent placement for treatment of the distal biliary stricture. Prophylactic antibiotic was administered prior to the procedure. A sphincterotomy was performed during this study stent placement procedure. The stent was deployed in a satisfactory position across the stricture and covered the cystic duct. The patient was treated as an inpatient and was discharged on (B)(6), 2011. On (B)(6), 2012, the patient underwent the per-protocol removal of the study stent. The user reported difficulty removing the stent. The stent was able to be successfully removed from the patient. A post-study stent removal cholangiogram showed partial resolution of the stricture. This did not require further intervention. The event did not result in any adverse events or hospitalizations.

Manufacturer narrative:
(B)(4) stent difficult to remove. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.